Event description:
It was reported that revision surgery was performed due to pain, weakness of the legs and hips, elevated cobalt and chromium levels, fluid accumulations around the hip, exposure to metal debris, tissue damage and necrosis.